Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issue tubing caught and adhesive removed event on (B)(6) 2026. Patient got out of the shower she reconnected pump and then dropped it and the infusion site was pulled out.